Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm2) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce, but could confirm the customer reported complaint as having occurred via field error logs. Visual inspection was performed. The mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting usm 1 movement issue, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) 2 to resolve the reported issue the complaint regarding the usm 1 movement issue was confirmed during fse investigation, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no error related to the reported complaint. An event verification confirmed the radical cystectomy w/ileal conduit procedure was performed on the reported event date on (B)(6) 2022 on system sk1497. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the usm1 had movement issue and the fse replaced the mtm to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the surgeon was complaining about rigid movement for the universal surgical manipulator (usm) 1. The surgeon already swapped instrument between usm 1 with other arms and reseated the drape too. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to check docking position and cannula sweet spot. The customer confirmed all are good. The tse suggested to change hand control assignment for arms to check the issue with master tool manipulator (mtm) side or usm side. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.